Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, "I have got a batch of faulty sutures. The sutures are snapping. I have separated the 5 boxes of the same batch and will complete a clinical incident form. We have tried a suture from a different lot which appeared to be ok". There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? It was reported that the sutures are snapping, how many sutures snapped? When were the sutures snapped (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). I picked up these sutures from (B)(6) yesterday. (B)(6) was not present during the case but was left the suture packet by a colleague. She only knows that the suture snapped during a case but mentioned that she could find out who the surgeon/patient was and the events that took place. (B)(6) subsequently took 2 other sutures from the affected box, to ¿test them¿ and both these seemed to snap easily. She then tested the same suture from a different lot no. And this seemed to be fine. (B)(6) has given me 1 x open box containing the affected sutures and the other 4 boxes with the same lot no to be sent back for analysis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. H6 investigation findings: c22 - photo review. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One combination of a needle-suture piece and two suture pieces outside its packaging were received for analysis. Product code w9962. In addition, a photo was provided, and it showed the same sample received. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The received suture pieces were inspected, and no breakage suture was observed. Even though the extremes were noted to be broken probably caused by a surgical instrument. This product code w9962 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Four sealed boxes with twelve representative unopened samples each and one open box with seven representative unopened samples were received for analysis. Product code w9962. In addition, a photo was provided, and it showed the same boxes received and one foil. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.